Manufacturer narrative:
Device evaluation: the device was not returned and a retain sample lot u200011 was evaluated by product analysis on 03/02/2015 with the following findings: a fill test was completed with no air bubbles being formed inside the cartridge; the cartridge cycled normally and no difficulties were found filling the cartridge. The cartridge passed the force test. A leak test was performed with no failures observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2015, the reporter contacted animas stating the pump emitted frequent occlusion alarms. The patient reportedly experienced a blood glucose (bg) value of 40 mmol/l with large ketones. The patient reportedly had symptoms of strong, fruity breath odor, extreme drowsiness and excess urination. It was noted that the patient did not require medical intervention. This complaint is being reported because the patient experienced a hyperglycemic event. Use error was a contributing factor to the reported event because the patient was not using the cartridge per instructions for use. There was no indication of a pump or a cartridge malfunction and the patient reportedly remained on the pump.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.